Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient the device powered up without display. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did no indicate that there was any adverse effect to the patient due to the reported malfunction.